Manufacturer narrative:
Concomitant medical products: dtba2d4 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed an increase in left ventricular (lv) lead threshold and was higher than programmed output. At a routine device check, a manual measurement showed the threshold back to the previous threshold. The threshold change was noted according to position changes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.